Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for left bundle branch seat bone neuralgia indications for use. It was reported that the stimulator was originally implanted due to sciatic nerve pain in the left leg. The patient was hospitalized due to a hernia in the right leg and was discharged from hospital on saturday, then the patient fell 3 times; the buttocks area where the stimulator was implanted had hit the flooring directly. Although there were no particular symptoms, the patient felt that the pain had not alleviated compared to usual. The patient had severe hernia pain in the right leg and was unable to bear weight on the leg, resulting in a fall; the fall and the pain in the right leg were not related to scs. The cc could not determine whether the impact has affected the stimulator or lead, and the patient was asked to consult with the physician if there are any symptoms. Patient said that the physician was unable to make a judgement, and that the person in charge would always take a look at it. It was noted the issue was not resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there were no change in therapy or no issues, after the falls. No actions/interventions were taken, and the issue was resolved at the time of the report.